Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.